Event description:
(B)(4) study. It was reported that following a coronary artery treatment procedure the patient expired. Lesion 1 was a denovo ostial lesion, located in the proximal left anterior descending artery with 95% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct stent placement using a 3.00 x 20mm taxus liberte stent with 0% residual stenosis. In (B)(6) 2012, the patient was diagnosed with a myocardial infarction and was hospitalized for the same. The patient expired.

Event description:
It was further reported that per the death certificate, the patient died due to myocardial infarction.

Manufacturer narrative:
(B)(4). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient presented in cardiogenic shock with cardiac arrest and was diagnosed with a myocardial infarction. The patient's EKG revealed right bundle-branch block and left anterior hemi-block and the patient was referred for cardiac catheterization. The 99% stenosis in left main coronary artery was treated with balloon angioplasty resulting in 50% residual stenosis. There was no flow and no return of any rhythm. No further intervention was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event updated. Relevant tests updated and corrected. (B)(4).